Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of an inability to interrogate the device was confirmed in the laboratory. The device was tested on the bench and high current draw was found in the hybrid. The cause of the high current draw was an anomalous component on the hybrid.

Event description:
It was reported while the patient was in the hospital, the patient went into ventricular fibrillation and had to be shocked by external defibrillator. The device did not deliver the shock. During device replacement a couple of days later, the device could not be interrogated and therapy could not be turned off. It is suspected the reason the device could not be interrogated was no more battery. The device longevity readings could not obtained. The device was explanted and replaced. The patient condition is okay after the procedure. The patient is monitored through an intensive care unit.